Event description:
It was reported that the patient had a shoulder replacement on (B)(6) 2012. She was having pain in her shoulder. An x-ray showed the glenoid was loose within the joint. The implant was removed and a reverse shoulder was inserted (B)(6) 2013. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. Univers ii stem, head, and keeled glenoid received as part of an explanted univers ii system. Evaluation of the ar-9100-07p (stem) reveals all components of the modular assembly to be present and intact. Both version and inclination locking features were verified to be functional when the respective locking screws were torqued down. Scratch present on the face of the trunion likely caused by the humeral head extractor (chisel). The most likely cause(s) of the loosening described in the event is as stated in the directions for use (dfu-0131g): "the following operative situations may cause premature loosening and complications: extreme weakening of the bone structure in preparing the bone bed; unsuitable selection of the implant size; inadequate cleaning of the bone bed prior to implantation; and, excessive use of force in placing or fastening the implant, provoking splintering fractures, or causing the bone to tear." The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.